Manufacturer narrative:
Air cuff symmetry test was performed and when the sample was inflated, the cuff only inflated one side. The cuff was manipulated, and it was inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When the cuff was measured, the percentage for the symmetry was for sample 1:38.09 percent. This result is over 33.3 percent that is the minimum acceptable. Based on the test, the unit is within spec. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuffs were asymmetrical during pre-test. No patient injury reported.